Event description:
Complainant alleged that while attempting to monitor a patient, the device inappropriately shut down. Clinicians powered device back, however, the device's screen turned completely green and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction of "device shut down" was duplicated and attributed to a faulty inductor on the system board. The malfunction of "device screen turned green and was illegible" was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer . Analysis of reports of this type has not identified an increase in trend.